Event description:
During the weaning operation, the console was displaying fluctuating flow rates. It appears to be a display problem only. There was no impact to the pt. Field service is investigating.